Event description:
The customer reports that during a lap cholecystectomy procedure, the device did not open and did not fire. There was no patient consequence. They opened a new one to complete the procedure.